Event description:
The medwatch stated: surgeon clipped the pencil holster and cord of the cautery unit to the drapes with a non-perforating metal towel clip. The towel clip penetrated the insulation on the cord of the cautery causing the towel clip to become energized when the cautery was used. After the procedure was completed, it was noticed that there was a small discolored area on the pt's groin where the handle of the towel clip had rested on the siobhan drape which was covering the pt. Follow-up with the hospital found that the burn was classified as a 3rd degree burn. Only ointment was used to treat it and no further treatment was necessary. The burn was two small areas where the scissor-like handles of the clamp were touching the skin.

Manufacturer narrative:
(B) (4). Internal investigation at the hospital established it was the process of using the clamp that was the root cause. They could see where the flat edge of the clamp's jaw had pierced the cord. Clamping the cord is not typically what the nursing staff does. The doctor in this case clamped it. The correct process has been reviewed with staff. They are satisfied that the pencil was not the issue or defective and will not be returning it for eval.